Event description:
Initial reporter indicated that the site's handheld computer with 7.1 programing software wound not hold a charge. The product is at MFR pending completion of product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.